Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the fired clip was teardrop-shape till the 2nd firing, when the device was used on the left gastric artery. The legs' tips of clip crossed. When the device was fired out of the patient, the shape of the 3rd clip was same as the previous clip. After that, the 4th clip was formed properly. The device was not used for the patient after this event and another same device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that there had been no torquing or twisting of the device present at the time of firing.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? ---from the 1st to 3rd. What vessel or structure was the device fired on at the time of the event? ---left gastric artery. Was the clip fully advanced into the jaws prior to firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? Asku if so, when? ---no. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---yes. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, 2 scissor clip class I and 2 scissor clips class iii. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.